Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 39 mg/dl this morning. He treated via orange juice and food. Troubleshooting was declined; the customer had recent spinal surgery and his blood glucose has been affected. He stated that his low blood glucose made have been caused by over-treating for a previous high blood glucose value. No products were returned or replaced.